Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "image problem" involving pentax model ec-3890fk2/serial (B)(4). No further information was provided at the time of the report. The device was returned to pentax medical (B)(4) service workshop where the following was confirmed: image disturbances during angulation.

Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event.